Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to elevated accutni (troponin I) results generated on the access 2 immunoassay system for one pt. The initial elevated result was not reported outside the laboratory. The pt samples were retested and the results were within the normal reference range. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
The field service engineer (fse) was dispatched to the site to investigate the event. The fse inspected the instrument and no hardware issues were noted. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 through (B)(4), 2010 for add'l reportable events.